Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient¿s lead pulled out of the junction box on the day of report. It was noted it pulled on when the patient got it caught on the couch. It was noted the lead got caught two other times before pulling out. It was noted that as a result the patient is no longer feeling stimulation. It was reported the patient is now feeling stimulation in the front of both legs but it is very low. It was reported the stimulation in supposed to be on the back of their legs. It was reported it feels like the lead has been tugged on but it¿s not an unbearable pain. It was noted the patient is also taking pain medication. It was noted since the stimulation was in the wrong location they turned it off. Lastly, it was noted the patient has contacted their health care provider (hcp) and manufacturer representative but has not heard back from either.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).